Event description:
The customer reported to baxter (B) (4) that the reservoir ruptured. This condition occurred after 50ml of the 60ml bupivacaine hydrochloride drug was filled during the process. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B) (4). The sample was received by baxter, but the sample evaluation is still in process. A follow-up report will be filed upon completion of the sample evaluation or if additional information becomes available.